Event description:
It was reported that pump time was incorrect after a pump reset, and caller needed help updating time settings. There was no adverse impact to the customer's blood glucose level. Caller updated pump time with assistance from technical support, was advised to monitor for any future time discrepancies, and acknowledged understanding, and time setting issue was resolved.